Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav 6 ((B)(4), lot # 0081251) there was no reported product deficiency. Embolism and cardiovascular accident (stroke) are listed in the product instruction for use (IFU) as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that during pre-dilatation and post-dilatation in the right internal carotid artery, using the viatrac balloon, the patient experienced bradycardia that resolved with a total of two doses of atropine. After the procedure, the patient was noted to have a stroke with speech difficulties that was confirmed with an MRI of the head showing several small foci of acute infarction in the left cerebral hemisphere and two small foci of acute infarction in the right cerebral hemisphere suggesting an embolic event. The patient's condition resolved the following day and was discharged home. There was no reported intervention. There was no adverse patient sequela. There was no additional information provided.